Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device stopped rotating after two to three minutes. The case was completed with a different technique and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of five medwatches being submitted as five devices were involved in this event. See also medwatch 2210968-2012-01756, 2210968-2012-01757, 2210968-2012-01758, and medwatch 2210968-2012-01760. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional information was received that clarified that this device was not involved in the procedure. Please void medwatch # 2210968-2012-01759 as this is not an ethicon complaint.